Event description:
It was reported that there was noise on both right atrial (ra) and right ventricular (rv) leads during high rate non-sustained episodes and an atrial tachycardia/atrial fibrillation episode. The noise was due to electromagnetic interference (emi) which occurred while the patient was undergoing a surgical procedure. A lead integrity alert (lia) triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead: (B)(6) 2013. (B)(4).